Event description:
Revision suregery was performed due to the plate bending. The plate bent when the patient applied excessive weight to the leg during a transfer from wheelchair to bed.

Manufacturer narrative:
The product is currently under evaluation.